Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
D2b: pro code (product code): dqy.

Manufacturer narrative:
D2b: pro code (product code): dqy. Device evaluated by MFR.: athletis 5.0mm x 40mm x 50cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located approximately 13mm proximal of the distal markerband. As per athletis specification, the rated burst pressure for this device is 40 atmospheres. No damage observed to the tip of the device. Found no kinks or damage to the shaft of the device and both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 5.0mm x 40mm x 50cm athletis pta balloon dilatation catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 60 seconds, the balloon ruptured. The device was removed without any problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.